Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided by the customer.

Event description:
It was reported that a hole was noted at the silicone segment leaking tpn. Although requested, no additional event, patient or device information provided.